Manufacturer narrative:
The astral device was returned to a third party service center for evaluation and service. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was unable to recognize the internal battery. There was no patient involvement reported.

Event description:
It was reported to resmed that an astral device was unable to recognize the internal battery. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation and review of the device logs could not confirm the reported complaint. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).